Event description:
Same case as: 2134265-2009-02385, 2134265-2009-02386. It was reported that post a coronary drug eluting stenting treatment procedure, late stent thrombosis occurred. Approximately one year prior to the thrombosis an unknown taxus express2 drug eluting stent was placed in a mid left anterior descending artery. Six months later a 2.5x16mm taxus express2 drug eluting stent and a 3.0x16mm taxus express2 drug eluting stent were both placed in the mid left anterior descending artery, overlapping with the stent placed previously. Five months later the patient was advised by a physician to stop taking aspirin and plavix due to bleeding from a duodenal ulcer. One month later the patient presented with acute myocardial infarction with st elevations. The three taxus express2 stents were totally occluded with thrombus. The thrombus was aspirated and the patient was transferred to the cardiac care unit. The patient was placed on 200 mg/day aspirin and 200 mg/day plavix. No further patient injuries or complications occurred. Patient status is satisfactory. Additional information has been requested and is not available.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.